Event description:
It was reported sometime post vena cava filter deployment (date not provided) the filter migrated. Despite multiple attempts, the filter was reportedly unable to be retrieved. The current status of the patient was not provided. New information it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter was unable to retrieve and migrated with the distal tip at the level of the cranial single left renal vein and caudal main right renal vein and two limbs perforated the right renal vein. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after two months, CT abdomen demonstrated interval superior migration of the ivc with the distal tip at the level of the more cranial single left renal vein and above the more caudal main right vein. Multiple unsuccessful retrieval attempts were performed and the filter was unable to be removed. Therefore, the investigation is confirmed for filter migration, retrieval difficulties and inconclusive for perforation of the ivc. Per medical records, the filter was deployed at the confluence of the renal vein but as per IFU it should be placed 1 cm below the renal veins. This could have contributed to the filter migration. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. Refer to the optional procedure for filter removal section for details. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions position the retrieval hook 1 cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter was unable to retrieve and migrated with the distal tip at the level of the cranial single left renal vein and caudal main right renal vein and two limbs perforated the right renal vein. The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months post deployment, filter retrieval attempt was performed. Despite multiple attempts, the filter was unable to be snared. Around one month later, filter removal procedure was attempted repeatedly but was unsuccessful. Around five years and seven months later, computed tomography of abdomen and pelvis showed that the filter penetrated the wall of the inferior vena cava. Several metallic tines projected beyond the wall of the inferior vena cava. Metallic tines contacted the posterior border of the duodenum and right aspect of the aorta. Posterior metallic tine contacted the right renal artery and right lateral metallic tine contacts the right ureter. There was no caval perforation. Relation of the caval filter to the inferior vena cava wall was grade 1 consistent with tenting. There was an anterior tilt of 6.95 degrees. Migration was noted. Left strut was fractured inferiorly. Therefore, the investigation is confirmed for filter migration, perforation of inferior vena cava, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Medical records and images were not provided for review. Therefore, the investigation is inconclusive for the alleged migration and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the eclipse filter using an intravascular snare or the recovery cone removal system only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment (date not provided) the filter migrated. Despite multiple attempts, the filter was reportedly unable to be retrieved. The current status of the patient was not provided.